Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 indicating a check vent: proximal pressure sensor auto zero failed occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reported that the v60 significant error log had a 110b logged. The 110b error code determined a proximal pressure sensor autozero failure. The rse advised the customer to verify the pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba), replace the proximal auto zero solenoid, solenoid 3 and 4, and/or replace the da pcba. The rse then provided the customer with the part number for the solenoids. The investigation is ongoing.